Event description:
Edwards received notification from our affiliate in (B)(4). As reported, during a transfemoral tavr for native aortic valve, a descending aortic localized dissection occurred. A 16 fr esheath was inserted via right femoral artery without any trouble. Upon advancing balloon aortic valvuloplasty (bav) catheters through the aorta, tracking difficulty was observed due to the patient's anatomy. In addition to that, a pigtail catheter was entangled in the delivery system. A 29 mm sapien 3 valve was deployed in the aortic position. Post sapien 3 valve deployment, tee revealed that flap in the aorta behind the cardiac. Descending aortic localized dissection was observed by angiography. The decision was made to take a conservative treatment ant the procedure was completed. The operator commented that since the bav catheter was difficult to insert and the pigtail catheter was entangled in the delivery system, various manipulation may have effected the event. It is unknown at what stage this event occurred.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
As no device was returned for evaluation, no visual inspection, functional testing or dimensional testing could be performed. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A review of procedural videos/imagery/photographs were performed. The right access vessel had areas showing minimal luminal diameter (mld) under minimum requirements of 6.0mm (16f esheath). Narrow stj and severe calcification in each cusp and lvot was seen. IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history, did not reveal any manufacturing non-conformances that could have contributed to this case event. As reported, ''a pigtail catheter was entangled in the delivery system.'' Although it is unknown when the entanglement occurred, patient imagery reveals calcification present in the patient anatomy and undersized access vessels. It is possible the challenging patient anatomy and/or mismanagement of the pigtail catheter may have contributed to the reported event. However, without procedural imagery, a definite root cause is unable to be determined. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.